Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital and presented with bradycardia. Upon interrogation, it was revealed that the right ventricular lead exhibited loss of capture. Also, it was noted there was a rise in pacing lead impedance and capture threshold since the last interrogation on (B)(6) 2018. Lastly, the right ventricular lead was sensing appropriately. The right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable post procedure.